Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll ns plunger rod was broken / damaged. The following information was provided by the initial reporter: it was reported that we have received a complaint from our customer regarding part 3sy088 (syringe 20cc ll bd bulk) with lot number 2310094. The customer reported two cases of broken syringes during injection of the substance (only one lot number was recorded). As required by our quality system, we must ensure that proper corrective action is planned and implemented, before we consider the complaint closed. Therefore, we would appreciate if you could respond to this letter within 14 days. Your reply should detail the root cause of the problem that occurred, and the corrective action you have taken and/or will take to avoid any recurrence of this non-conformity.